Event description:
I purchased ciba vision no-rub clear care cleaning solution. The bottle stated that they were "no rub" so I expected them to be the same as other no rub cleaners such as renu. The packaging did state that the lenses needed to be disinfected in the special case for 6 hours, but did not describe the consequences of not following these instructions. One evening I had to reinsert my lenses after just a few hours and experienced and excruciating burning pain in my eyes. I had to claw out and discard the lenses and my eyes were inflamed for the entire next day. Then I went on a trip and forgot the special case and tried to disinfect the lenses in my old case, again, there was no description of the consequence if the special case was not used. After 10 hours I reinserted the lenses and once again experienced the tremendous pain , subsequent inflammation and loss of a new pair of optix lenses. Also, the lenses cloud up in the course of a day. This has never happened with any of my other cleaning solutions and is a concern as I drive home at night in the dark. I am constantly rubbing my eyes to try to clear the lenses so I strongly disagree with their comfort claim, too. In summary, I think this proudct is mislabeled and dangerous.